Event description:
A beckman coulter field service engineer (fse) discovered fluid leaking from the reagent probe a collar wash on the customer's unicel dxc 800 pro while performing a preventive maintenance (pm) procedure. The fse was wearing personal protective equipment. There were no reports of exposure or injury. No erroneous patient results were generated or reported.

Manufacturer narrative:
The field service engineer (fse) was dispatched and evaluated the device. The fse replaced the reagent probe a collar wash waste valve (solenoid valve) to resolve the issue. Initial reporter telephone number: (B)(6).